Manufacturer narrative:
Device trace download analysis confirmed the device alarmed battery power loss alarm. The adapt tool confirmed battery power loss alarm due to non-sleep anomaly software error. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm or battery longevity noted during testing. Pump error 53 alarm found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump received multiple pump error alarms. Customer blood glucose value was 23 mmol/l at the time incident. Customer stated that they treated for this because insulin pump had been off half of the night and they did not realize. Customer stated the batteries are only lasting every 2 days and this had been happening for a month. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. New battery resolved the issue. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.